Event description:
Event description cpi received information that this bipolar lead was removed due to dislodgement. An invasive procedure was performed and the physician elected to replace the lead because it 'would not stay in place'. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.